Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00097: drill 1, 3025141-2021-00098: drill 2, 3025141-2021-00099: drill 3.

Event description:
While using a 2.8mm long drill in a pelvic orthopedic surgery, the drill broke, causing a 20 minute delay in surgery.